Event description:
The pt is experiencing a "leak within the system of his device. On 8/21/96 the pt underwent a "percutaneous fluid adjustment" in the physician's office to provide the pt with short-term function of the prosthesis. However, surgery is scheduled for 9/25/96 to possibly remove and replace the entire device to cure the reported "leak".

Manufacturer narrative:
Additional information was received indicating that surgical intervention occurred on 09/25/96 (see sections b3; b5; g4; g7; and h2; h7). Evaluation and decontamination is pending receipt of the device. In the received questionnaire, the physician stated the following: there was not specific leakage site observed; the physician stated the following: there was no specific leakage site observed; the tubing was not kinked or twisted around each other when he opened the pocket; during implantation there was no noticeably excessive nor inadequate tubing length; nothing was noted in the positioning that may have caused stress(es) to the device: no information in the pt's history may have contributed to this occurrence, and during or subsequent to removal the device was not in contact with any unshod, sharp instrumentation. The entire device was received an evaluated by the manufacturer. During functional testing, two leakage sites were observed with the device. One leakage site existed at the stain relief junction of the serialized outlet. The other, was located in the bladder of the pump. A microscopic examination of the leakage sites was performed. There was a separation of the inner and outer layers of tubing by the strain relief junction. The cross sectional surfaces of this separation site were rough and irregular, indicating a tear of the tubing. An area of abrasion was also located by this separation/leakage/tear site. The pump leakage site was crescent moon shaped. The cross sectional surface of this separation site showed uniform striations, indicating contact with sharp instrumentation, e.g. Needle. Based on the received information and quality assurance's examination, qa concludes that while in-vivo the serialized outlet tubing was abrading. The stress(es) caused by this abrasion in turn caused a tubing tear at the serialized strain relief junction. This tear resulted in a fluid leak. The drop in fluid level was then adjusted with the percutaneous fluid adjustment. However, during this adjustment, the pump bladder may have contacted sharp instrumentation, e.g. Needle. Then, the device leaked fluid from the strain relief and the pump bladder.